Event description:
General report received of an unspecified number of undocumented incidents of leakage of unspecified solutions. The pts were receiving unspecified solutions, including an unspecified radioisotope through the proximal and distal injection ports. After an unspecified length of time in use, the solutions leaked from unspecified locations. The solutions that leaked were cleaned up according to the facility's protocol. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
A rep device is expected to be returned for investigation. It has not yet been received.